Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the therapy was initiated using an arctic sun device. Targeted temperature (tt) of 33.5c was reached at 1249. The patient's temperature continued to drop. Patient temperature (pt) was 32.8c. It has been about 30 minutes, and the patient was still below target. Trend with 3 arrows up. Flow rate (fr) was 1.5lpm. Water temperature (wt) was 40c. Explained the device was responding appropriately. The water temperature was warm, and the flow rate was good. The trend indicator indicates the patient should be back at target soon. Advised nurse to continue to monitor flow rate, water temperature and patient temperature. Explained this device would show low flow under the flow rate with neonatal pads, but if they get an audible alert to call in.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. Therapy was initiated using an arctic sun device. Targeted temperature (tt) of 33.5c was reached at 1249. The patient's temperature continued to drop. Patient temperature (pt) was 32.8c. It has been about 30 minutes, and the patient was still below target. Trend with 3 arrows up. Flow rate (fr) was 1.5lpm. Water temperature (wt) was 40c. Explained the device was responding appropriately. The water temperature was warm, and the flow rate was good. The trend indicator indicates the patient should be back at target soon. Advised nurse to continue to monitor flow rate, water temperature and patient temperature. Explained this device would show low flow under the flow rate with neonatal pads, but if they get an audible alert to call in. Per follow up information, bd representative successfully troubleshot the malfunction during the call. The event concluded with the device working and the patient on the trajectory for successful therapy completion. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the therapy was initiated using an arctic sun device. Targeted temperature (tt) of 33.5c was reached at 1249. The patient's temperature continued to drop. Patient temperature (pt) was 32.8c. It has been about 30 minutes, and the patient was still below target. Trend with 3 arrows up. Flow rate (fr) was 1.5lpm. Water temperature (wt) was 40c. Explained the device was responding appropriately. The water temperature was warm, and the flow rate was good. The trend indicator indicates the patient should be back at target soon. Advised nurse to continue to monitor flow rate, water temperature and patient temperature. Explained this device would show low flow under the flow rate with neonatal pads, but if they get an audible alert to call in. Per follow up information received via task on 19feb2025, per review of event, bd representative successfully troubleshot the malfunction during the call. The event concluded with the device working and the patient on the trajectory for successful therapy completion.